Manufacturer narrative:
An evaluation was performed on the returned device. As per received condition of device; the shaft thread: just below the neck there are nicks and the anodize color is stripped. Head thread: the anodize color is stripped and there is extensive damage. Threads are deformed. Stardive; there is minor damage around opening. The overall length of the stardrive taper depth and stardrive straight depth were all checked and no issues found. The head profile and head thread profile could not be checked due to damage. The shaft thread profile was checked in thread sections with no damage and was found good. Since all relevant features could not be checked this complaint cannot be confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient code: used for required intervention of the x-ray. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the locking screw was used for a distal radius fracture case, while, applying torque to the locking screw, the surgeon did not feel the screw was tightened. The surgeon confirmed through x-ray that the locking screw head penetrated the locking hole. The reported screw was retrieved from the penetration hole, the surgeon reported that the thread of the screw looked like it ¿ peeled off¿ from the shaft. The operation was completed, but extended for 5 minutes due to this event. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(4): the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.